Event description:
#Medwatcher #(B)(4). I had essure implanted in either 2002 as part of an (B)(6). Not long after, I experienced cramping, back pain, extremely heavy periods which went for weeks and months at a time, large blood clots in menstrual blood, which have now ceased due to early menopause. In 2004 I was diagnosed with a rare chronic auto-immune disease (systemic sclerosis aka scleroderma). I have also since been diagnosed with fibromyalgia, chronic fatigue and sjogrens. I still experience severe cramping, lower back pain, bloating, pain having sex, bleeding after sex, ovarian cysts, a feeling of a heavy, full, dragging uterus which feels like my insides are falling out, urinary urgency, extreme fatigue, stabbing, sharp pains and a persistent dull ache in the pelvic area, enterocele, cystocele and rectocele.